Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the battery fault. The battery, enclosure, and ir windows were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted issue happened on the system. The site switched out the camera cart for another camera cart, and they were able to continue the case. There was no patient present. Additional information was received. It was clarified that there was no patient present.

Manufacturer narrative:
A05, a1102: localizer faulted d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #:(B)(6), ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned psu was analyzed. It had scratches on the housing <(>&<)> lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu passed an accuracy test (aak) at .197mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.